Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and form tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the lens flipped inside the eye and the surgeon was unable to position the lens. The lens was removed within the same surgery with no patient injury. The backup lens was implanted. The reporter stated the surgeon is new with this lens and it was due to a learning issue.